Event description:
During the device evaluation, foreign material was observed on the duodenovideoscope's forceps elevator. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in tjf-q170v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q170v reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.